Event description:
Procedure type: colorectal anastomosis. According to the reporter: the procedure was performed on (B)(6) 2011. The anastomosis failed and on (B)(6) 2011, an emergent colostomy was performed.

Manufacturer narrative:
(B)(4).